Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to increase the size of a central shunt near the aorta and pulmonary. A balance heavyweight hydro guide wire was advanced with a non-abbott balloon. Resistance was felt between the guide wire and balloon during removal, and the proximal core of the guide wire became bent. While outside the anatomy, the proximal core became separated, and the separated portion was simply removed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The separation and deformation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation determined the reported incident was due the circumstances of the procedure. In this case, the separation was a result of the bend to the wire on the proximal end while attempting to remove the device under resistance which likely caused be the bend to the distal core wire which may have been bent during the insertion process. There is no indication of a product quality issue with respect to manufacture, design or labeling. G4 date: based on additional information received subsequent to filing the initial MDR, the correct alert date is (B)(6) 2020.